Event description:
It was reported that, during set up for an arthroscopic surgery, when stripping the blue cannula around the "ultra fast-fix curved", the t-pieces have also come loose. In consequence, fast-fix was unusable. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Part of the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned inside of the original packaging. The anchors were not returned with the device. There was no damage to the inserter. A functional evaluation revealed the device trigger was easy to operate. A complete functional evaluation could not be completed since the anchors were not returned. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.